Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented to the clinic and "pebble-like" pieces were found in the driveline between the outer casing and the wires. The pt had a small puncture site at the distal end of the driveline that was wrapped with rescue tape. The origin of the pieces was unk. The pieces appeared to be dried blood mixed with saline. It was believed that the pieces could have entered the lead externally. An xray of the percutaneous lead performed and no obvious area of concern was found. There were no issues with the pump operation. An update indicated the pt remains on the same system controller and the pt has not called back with any alarms or issues since finding the pebbles.

Manufacturer narrative:
The approximate age of the device is 3 years. The report of a deposition found in the pt's percutaneous lead between the outer silicone jacket and the clear bionate was confirmed. Analysis of the substance indicated that the deposition was a mixture of protein, likely blood, with the dried salts of a saline solution. Although the presence of biological substances in the percutaneous lead was confirmed, its specific origins cannot be determined. The deposition could have potentially entered the lead externally through the reported puncture site at the distal end of the percutaneous lead; however, the reported damage to the outer jacket cannot be confirmed because no photos were submitted. X-rays of the internal portion of the lead showed no obvious indications of an internal percutaneous lead breach. The pt did not experience any alarms or issues with pump operation. The pt remains ongoing on (B)(4) and no further events have been reported at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.